Event description:
The customer reported to olympus technical assistance center (tac), the lights on the evis exera iii xenon light source were blinking when the scopes are plugged in. There were no reports of patient harm associated with this event.

Manufacturer narrative:
At the time of the call, the customer was not with the subject device. Tac provided the following troubleshooting steps to the customer: ¿ check the lamp hours ¿ check the spare lamp on the clv-190 bottom right. ¿ verify the 12 o'clock sensor pin on the clv-190 to ensure that it is not stuck. ¿ reseat the light source cable. Upon follow up, the customer informed tac that replacing the xenon lamp resolved the issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty xenon lamp. Olympus will continue to monitor field performance for this device.